Event description:
(B)(4). Went to my local emergency room (ER) yesterday early afternoon with a sharp searing pain. They did a CT scan and were unable to find anything wrong. However, previously I have had heavy menstrual periods with blood clots, hair loss, skin irritation, tingling in hands feet, and legs. Pain in my back and hips. All these symptoms I firmly believe to be linked to the essure device.